Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific sales representative was notified on (B)(6) 2019 that this patient had died. There are no allegations against the device at this time. The sales representative was instructed to retrieve the explanted device from the morgue for interrogation purposes. The patient had received a total of 19 shock therapies. Following delivery of the first shock, the intracardiac signal amplitude was very small which delayed redetection.. A few of the shocks may have been successful while others failed to terminate the arrhythmia. The shock impedance measurement was 177 ohms for treated episode#3. The family refused to release the explanted device to the boston scientific sales representative. Subsequently, a technical service consultant contacted the physician on (B)(6) 2019 to discuss this event. The technical service consultant requested additional historical information, i.e. X-rays, changes in the patient weight, and co-morbidities that may be applicable to this event. The technical service consultant commented about the importance of system placement at the time of the implant procedure. Recent data has demonstrated the need to review system placement when the shock impedance is greater than 110 ohms at the time of the implant procedure. This system was implanted over 4 years ago, and the initial shock impedance was 129 ohms at the time although defibrillation threshold testing was successful. The technical service consultant discussed the possibility of superficial electrode placement in this patient. Superficial electrode placement may have led to increasing shock impedance values. The patient's chest x-rays and weight data would need to be further evaluated. Since the patient had a successful conversion at 65 joules at 129 ohms, the technical service consultant was planning to review post-approval data to determine how many instances of first shock successful terminations (at implant) were followed by second shock failures (post-implant).